Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure sensor range error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer checked the event log and found error code 110d which indicated a proximal pressure sensor range error. The rse performed a cycle of the ventilator power to reset the proximal pressure sensor. The rse then advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba). The rse provided the customer with the part ID for the replacement da board. Resolution and disposition are pending.